Event description:
It was reported in a medwatch letter that the patient had a left knee acl repair reconstruction with allograft. Part of the disposable reamer used during the procedure was noticed broken after the case (approximately 4 mm). After the case, the tech was removing the device from its chuck and noticed the reamer was broken. The rep, surgeon and tech all searched the field for the tip and did not find it. Next they performed an x-ray on the patient. The x-ray had shown the tip of the reamer was wedged into the bone at the top of the tunnel. The tip could not be removed because the graft and implant had been inserted in the tunnel and over top of it. This was the 1st time use for the reamer and the surgeon did not feel the patient`s bone was that hard to cause the reamer to break. Surgeon disclosed to the family that no future consequences or anticipated problems expected. Surgeon is not concerned and the patient is fine to date, no further issues have been reported related to this incident.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this event is device being hit against other metal devices, prying/leveraging the device during use and/or due to metal fatigue as a result of the device repeated use. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.